Event description:
Baxter reports one incident of pruritus that started one hour into treatment using a ca 210g dialyzer. The pt continued to complain of itching for some time after the treatment was over. Baxter reports no medical intervention or pt injury was associated with this incident. No other info is available.